Event description:
The following description of the event was documented by a carefusion tech support specialist on jun 23, 2011 in response to a phone conversation with a user facility rep. "[Name removed] called stating he received a reported incident of fio2 failure while on a pt. He states it was reported to him this ventilator was on a pt who was experiencing issues with low oxygen saturation. Fio2 was set at 70%. To try and remedy the low saturation they put the pt on nitric therapy, when it was noted the actual fio2 output was 22-25% and this was what was causing the low saturation issues. He does not have further details at this time, he will request more info once the ventilator is in his biomed shop, as it is quarantined with respiratory. Interim he would like a service call dispatched for full eval of this ventilator. He will request the following info: pt status; ventilator/alarm settings; did ventilator alarm audibly/visually; event log; passing est; and fio2 output checked with an external analyzer." The following description of the event and the condition of the pt was copied from the user facility medwatch report received from the FDA via carefusion (B)(4) on feb 29, 2012. "What was the original intended procedure: to relieve respiratory distress of newborn. Device usage problem: device malfunction - that is the device did not do what it was supposed to do."

Manufacturer narrative:
On jun 24, 2011, carefusion sent a letter via e-mail to the user facility seeking additional info concerning the reported event and the status of the pt. The user facility has not responded to that letter. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep and the carefusion factory service dept rep. The carefusion field service rep investigated the unit and determined that the root cause of the reported event was a faulty gde. The carefusion factory service dept rep evaluated the customer's returned gde and determined the root cause of the reported of the device delivering fio2 lower than the set fio2 was that the o2 relay and air regulator were out of calibration. The user facility reported in their user facility medwatch report that a member of their staff had disabled the device's o2 alarm on the mistaken assumption that there was a known problem with the device's o2 cell (sensor) and did not place an external oxygen analyzer in line with the breathing circuit to monitor the delivered o2% and provide an alarm should the device not deliver the set o2%. The avea operator's manual contains the following warning pertaining to disabling the device's o2 alarm. Although disabling the oxygen alarms will not affect oxygen titration an external analyzer should be placed in line with the breathing circuit until the oxygen sensor has been replaced. Carefusion has determined that the following were contributing factors in the cause of this event; the device's o2 relay and air regulator being out of calibration and the device's o2 alarm being disabled without an external oxygen analyzer being placed in line with the breathing circuit.